Manufacturer narrative:
The user-reported flow rate issue was not confirmed. The device was found to have a flow rate accuracy of -3.3%, which was within +/-5% specification. Additionally the device was found to have a battery outside of warranty and failed the pressure test; neither of these issues was related to the user-reported flow rate issue. The pump was repaired and tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00284).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an infusion rate issue on (B)(6) 2017. "They just said it did not infuse at the proper rate, not sure if too fast or too slow. Do not know what date but was given to me yesterday. It was on a patient but no injury." No specific event date was available and no patient injury or harm occurred for this case.